Manufacturer narrative:
Field correction 1419185-7/24/18-001-c has been initiated for correction of other potentially affected devices.

Event description:
Complaint was received on july 12, 2018 stating "after final visual inspection of the care e vacs a total of three units all have discoloration to the casing, and smell as if the unit has been shorted out. Upon return to ohio medical on july 19, 2018 and repair center evaluation on july 24, 2018 it was noted "due to extent of damage, unit is beyond economical repair". Further evaluation was performed by engineering which determined that a short occurred when battery terminals suspectedly came into contact with pump.